Manufacturer narrative:
The investigation is ongoing and a report will be submitted at the conclusion of the device evaluation.

Event description:
It was reported the patient underwent a right, below knee amputation.

Manufacturer narrative:
The associated devices were returned and evaluated. From the analysis conducted during this investigation, it was concluded that the trigen 10 mm knee nail fractured by the initiation and subsequent propagation of fatigue cracking. The nail fractured through the superior-most anterior-posterior screw hole. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. No material deviations in the nail were found during this investigation. Also noted during the investigation was a scratch on the body of the nail, likely caused during extraction. The nail was also sectioned superior to the fracture location. The reason for the sectioning of the nail shaft is unknown. A review of manufacturing records did not reveal any manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed.